Event description:
It was reported that the patient first visited emergency room and subsequentially hospitalized greater than 24 hours due to diabetic ketoacidosis associated with hyperglycemia values 495 mg/dl, trace of ketones two, and symptoms of vomiting thereafter got treated by intravenous insulin drip on (B)(6) 2026.

Manufacturer narrative:
E1: establishment name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.